Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition related to oxygen regulation. The device was not in patient use. The device was evaluated by a field service engineer, and the customer's complaint was confirmed. The device's oxygen blending module was replaced to address the issue.